Event description:
It was reported that the patient was experiencing pocket heating while recharging. In turn, the patients ipg was explanted and replaced. Effective therapy was re-established post-op.